Event description:
Patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with an anterior lumbar interbody fusion spacer at level l5/s1. Patient was also implanted with an anterior tension band (atb) plate. Postoperatively, patient backed into a counter, hitting their back at the point of the atb plate and tripped on step. The patient experienced pain at the level of the fusion, which traveled into their legs bilaterally and radiated from the lower back into both legs posteriorly. This required pain medication - ultram and ibuprofen. This is report 5 of 5 for this event. This report is for the right screw at l5.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.